Event description:
Title: unlicensed botox application by individual claiming to be a doctor. Severe adverse reactions incident description: I received a botox application from (B)(6), who presents herself on social media as "dr. (B)(6)" under the username (B)(6). She claimed to be a licensed physician and nurse in the united states, which I later discovered is false. Following the procedure, I experienced serious adverse effects, including issues with my eyes and mouth. My mental health deteriorated significantly after learning she is not a licensed medical or nursing professional in the u.s. She showed me certificates and diplomas that appeared to be fake or unofficial, and she uses social media to promote and perform aesthetic procedures including botox and dermal fillers. I am concerned that (B)(6) is illegally practicing medicine without a u.s. License and putting public health at risk. I respectfully request an urgent investigation. Please keep my report anonymous for safety reasons. Additional information. Instagram: (B)(6). Phone: (B)(6). Email: (B)(6). Whatsapp link: (B)(6). Phone: (B)(6). She also gave me multiple vitamin injections having no training or licenses.